Event description:
It was reported the physician noted a short in the flow control valve unit cable intra-operative. According to the physician, the power is intermittent, fluctuating when the sys is bumped or moved. No pt complications were reported as a result of this event.